Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity and a result of a software error. During initialization the signia software creates a known memory pattern in the form of many large arrays. Periodically the memory pattern is compared against that created at initialization. If it is not matching a memory fence error occurs. According to srs 007, the handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a laparoscopic sleeve gastrectomy procedure, after the adapter was connected and recognized as the reload was put on, the handle alarmed and was not able to recognize the reload. It was also reported that the handle displayed an error message wherein the handle is inside a red circle with a line and an exclamation point inside a triangle. A new handle and shell replaced it to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The root cause of the observed condition was determined to be a result of a software error. During initialization the device software creates a known memory pattern in the form of many large arrays. Periodically the memory pattern is compared against that created at initialization. If it is not matching a memory fence error occurs. According to srs 007, the handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, after the adapter was connected and recognized as the reload was put on, the handle alarmed and was not able to recognize the reload. A new handle and shell replaced it to resolve the issue. There was no patient involvement.